Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch. The following day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2011-01685, 9612164-2011-01686, 9612164-2011-01687).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
Additional information received reported that the patient had 2 endeavor sprint stent implanted in the lad and not the rca as previously reported.